Event description:
Report received that the device could not be turned off. The customer contact stated the device was returned to the biomedical department with an unsigned note that stated, "on patient could not turn off." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing by the user facility, the device continued to infuse after the control knob was place on the off position. There were no report adverse patient events while the device was in clinical use. Though requested, no additional information was provided.